Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level over 600 mg/dl. The school nurse delivered a bolus to address user's bg level. Reportedly, a lunch bolus was entered into the pump and immediately cancelled. The contact believes the user inadvertently canceled the bolus. It was noted that the user's bg level returned to target level.